Event description:
Water blister on knee [blister]; blotchy red marks [rash macular]; fast heart rate [heart rate increased]; slightly elevated blood pressure [blood pressure increased]; raised temperature (fever) [pyrexia]; lot of itching [pruritus]. Case description: spontaneous report was received on (B)(4) 2012, from a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc one (hylan g f 20) injection, 6 ml, once. The lot number for synvisc one was not provided. On the same day, after 3-4 hours, the pt experienced lot of itching, raised temperature (fever), blotchy red marks, fast heart rate, and slightly elevated blood pressure. It was reported that the pt self prescribed herself benadryl (diphenhydramine) and advil (ibuprofen). On (B)(6) 2012, the pt developed a water blister about the size of an egg on the knee, an inch away from the injection site. It was reported that the pt had further blisters around the same site. On (B)(6) 2012, the pt received prednisone type pills for the events. It was reported that the red marks below the knee further developed into blisters. It was reported that the pt was feeling the raised heart rate and increased blood pressure at the time of report. The outcome for the events of water blister on knee, blotchy red marks, fast heart rate, slightly elevated blood pressure, raised temperature (fever), and lot of itching was not yet recovered. Concomitant medications were not provided. The intensity for all the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.